Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The tip outer diameter (od) was measured using a digital snap gauge which is within specification. The stent was damaged at its distal end. The struts on the two most distal rows were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 38 x 3.00 promus premier¿ stent was selected; however the device was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.